Event description:
The guide wire exit port kinked causing an acute coronary dissection while the catheter was proceeding in the lad towards the lcx. Doctor delivered a stent over the coronary dissection. Blood flow was successfully recovered to lad. A second revolution catheter was used for the remainder of the case and functioned as intended with no problem or impact to the patient. The lad stent placement was not in the initial diagnosis plan, but was placed to improve acute coronary dissection. The patient's health has been stable with no additional problems reported after the procedure.

Manufacturer narrative:
A visual examination was performed to identify catheter and shaft damages such as bends, dents, kinks, cuts, scrapes, cracks, discoloration or corrosion. During the visual inspection, it was observed that the monorail has approx 7 kinks between 3.5cm to 6cm from the distal tip. The kinks are approx 1/2cm apart and starts just proximal to the exit port skive.